Event description:
As reported, a patient had bleeding in the recovery room after an electrophysiology case utilizing a 6-12f mynx control venous vascular closure device (vcd). The patient required surgery to alleviate a leg takedown. Additional information was requested but not provided. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, a patient had bleeding in the recovery room after an electrophysiology case utilizing a 6-12f mynx control venous vascular closure device (vcd). The patient required surgery to alleviate a leg takedown. Additional information was requested but not provided. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hemorrhages are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, the proper placement of the vcd sealant, and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, medications, blood transfusion, or even surgical intervention. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the bleeding experienced. However, patient/procedural factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, during device removal, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ based on the information available for review, there is no indication to suggest that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.